Manufacturer narrative:
Na.

Event description:
The customer indicated that several doctors have complained of erroneously high results for multiple patients that did not fit their clinical picture when tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (a1c-3) on a c501 analyzer. The customer indicated the issue has been ongoing for a couple of weeks between approximately (B)(6) 2016. The erroneous results were reported outside of the laboratory. The customer provided an example for 1 patient. The initial a1c-3 result was 6.9%. The result was reported outside of the laboratory where the doctor complained that the result did not match the clinical picture of the patient. The repeat result was 5.8%. The repeat result was believed to be correct. No additional patient results were provided. No adverse event occurred. The a1c-3 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site on (B)(4) 2016 due to a different issue with the c501 analyzer and had replaced the tygon tubing for the vacuum of the detergents. Calibration and quality controls were acceptable. Patient samples were repeated between this c501 analyzer and a different c501 analyzer and the results were comparable. No additional complaints have been received from physicians regarding a1c-3 results since the service action.